Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was hospitalized in the neurology department, where the endoscopic procedure revealed a, internal buried bumper. The device has been removed and replaced and therapy has been discontinued.